Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the pump's black box showed no evidence of random loss of prime. No prime warnings were observed following occlusion alarms on (B)(6) 2015 and (B)(6) 2015. The ¿ez-prime¿ steps were performed correctly with no loss of prime or other warnings being observed.